Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) detected a gradual increase in left ventricular (lv) lead pacing impedance measurements with some measurements exceeding 2,000 ohms. The lv lead was electronically repositioned and the impedance measurements returned to normal limits. The device and lead remains in service without further intervention. No adverse patient effects were reported.